Manufacturer narrative:
Based on additional information and device evaluation, the abutment and/or screw was not fractured. The screw was damaged during removal. There was no injury, significant delay and no alleged failure of the device. Therefore, this event does not meet the definition of a reportable event. Zimmer biomet complaint number cmp-(B)(4). This report is being submitted to relay corrected information for the initial report . Based on additional information, this event is not reportable. The following sections are being reported: b5: description of event was updated/corrected. B4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated . H2: type of follow up was updated. H10: additional narrative/data was updated. One certain® low profile 17° abutment 4.1mm(d) x 4mm(h) (ilpac4417) and associated screw were returned for investigation. Visual evaluation of the as returned products identified that the screw hex was damaged (stripped and rounded). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During follow-up, the customer confirmed that the screw was not fractured, it was just damaged while trying to be removed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Fax number name unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Doctor indicated a fractured healing abutment. The abutment was removed and another healing abutment was placed.